Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed a "hi" message (bg >600mg/dl). The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the meter message occurred at 5:30am on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments), but stated that as a result of the "hi" message they self-treated by taking 20 units of humalog insulin at 5:35am. The patient stated that one hour and 45 minutes later they developed the symptoms of "shakes and sweats"; symptoms which they associated with hypoglycemia. The patient immediately self-treated these symptoms by consuming additional food and/or drink and claims to have felt well again 5-10 minutes after self-treating. At the time of troubleshooting the cca noted that the patient was not using the product for the first time, there was no misuse of the device and the issue was not resolved with training. The products were still replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.